Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion cardiotomy venous reservoir, the customer observed foam to be forming on top of the fluid in the device. The foam was near the venous line, but it was not apparent where it originated from. Fusion purge was vented to the venous line as recommended. Vacuum assisted venous drainage was not used on the case and no air arising from the cannulation site was observed in the venous line during the case. Sucker and vent speeds were low the entire case and they were connected to the cardiotomy inlet ports. The use of the device was not specified. There was no adverse patient effect associated with this event.